Manufacturer narrative:
The insulin pump was received with no escape and down button response due to corroded keypad traces. Moisture damage was also found on electronic and motor assembly. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer received a button error alarm. It was reported that buttons were nor responding. Customer's blood glucose was 6.2 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.